Manufacturer narrative:
For examination, the pipeline flex was pushed out from the catheter lumen with difficulty. The marksman catheter appeared to be broken into two segments. When compared to the drawing the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (o.d) of the re-sheathing pad was measured within specifications (~0.5833mm). The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. The distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. Kinks and bends found on the pusher at 12.0cm to 27.5cm from the proximal end. No damages were found with the tip coil, distal marker, re-sheathing marker or with the proximal bumper. When compared to the drawings the total and usable lengths of the marksman catheter were measured to be within specifications. The catheter tip and the marker band were examined; and no damages were found. The catheter body was found to be stretched and accordioned at 16.5cm to 31.0cm from the distal tip. In addition, the catheter body appeared to be separated at 28.5cm from distal tip. The broken ends of t he catheter exhibited with stretching, necking, accordioning and broken braids which indicated that the catheter separated when exceeding the tensile strength of the tubing material. No flash or voids molded were observed in the hub. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel could pass through the catheter tip and hub with no issues; however, resistance was observed at the damaged locations. No other anomalies were observed. Based on the analysis findings, the pipeline flex and marksman catheter were confirmed to have resistance during delivery and catheter separation issues. The returned pipeline flex was stuck inside the broken catheter. The broken ends of the catheter exhibited with stretching, necking, accordioning and broken braids; which indicated that the catheter separated when exceeding the tensile strength of the tubing material. Additionally, the pipeline flex and catheter were to be damaged. From the damages seen on the catheter body (stretching, accordioning, separating), pushwire (kinking/bending), pipeline flex braid (fraying) and hypotube (stretching); it appears there was high force used (pushing and pulling). It is likely these damages occurred when the customer attempted to advance the pipeline flex through the marksman catheter against resistance. It is likely that the patient tortuous anatomy may have contributed to the resistance during delivery; subsequently causing the catheter to separate. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. There was no non-conformance to specifications identified that led to the resistance during delivery and catheter separation issues. Per our instructions for use (IFU): ¿discontinue delivery of the device if high force or excessive friction is encountered. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an "intraluminal" device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The marksman has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of marksman break during a procedure. The patient was undergoing treatment for a giant unruptured saccular aneurysm located in cavernous sinus segment of the left internal carotid artery. Measuring 31mmx4.1mm, landing zone distal 4.4mm proximal 4.0mm. The vessel was observed moderately tortuous. The reported device and any accessory devices were prepared as indicated in the IFU. A catheter flush was maintained. It reported that during the procedure, the guide catheter was placed, then guidewire and marksman catheter. The pipeline flex was then delivered with resistance in the proximal section and severe resistance in the distal section. The marksman reportedly broke in the distal section. The devices were removed from the patient. There were no patient symptoms or complications associated with this event.